Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure and elected to fill around the file to complete the procedure. It was reported that they are using the files more than the recommended one time use. There was no report of injury to the pt.